Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. The procedure was successfully completed with no report of device malfunction or complications. At the conclusion of the procedure, when the treating physician withdrew the laser fiber, the laser fiber fractured outside of the patient, causing a small burn to the treating physician's finger. There was no harm or injury to the patient due to the event. It was reported the treating physician did not suffer any significant harm or injury due to the event. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual/microscopic exam of the fiber noted that the fiber was fractured at the 37 cm mark. The shaft material at the site of the fracture appears melted. The customer's reported complaint description of a fiber fracturing is confirmed. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A definitive root cause for the fiber fracture cannot be determined, although it does not appear to be manufacturing related. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16 cm." Although this theory cannot be definitely determined it does not appear to be design or manufacturing related. Adequate process controls are in place to detect this failure. The patient was unaffected due to this event and the doctor suffered no permanent harm or injury. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).